Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing urinary incontinence. The patient had an in-clinic appointment, and cystoscopy revealed no cuff coaptation; which led to a surgical intervention. During surgery, atrophy was confirmed. The entire device was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.